Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected and functionally tested. The reported condition was identified in the alarm log and during the power on self-test. A supply voltage test was performed and found low supply voltage of the central processing unit (cpu) circuitry. The cause of the f-67 alarm was determined to be a defective cpu board. No repairs were made, the device was swapped. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced an f-67 alarm. There was no patient involvement. Additional information was requested and is not available.